Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with information on how to reset the pump and was assisted by customer support in resetting it.